Manufacturer narrative:
Concomitant medical products: 305c229 valve, implanted: (B)(6) 2013; 1342 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to a potential lead issue causing spasms and suspected diaphragmatic stimulation. Upon interrogation, the patient's right ventricular (rv) lead had high rate non-sustained episodes and oversensing. As well, it was indicated that the patient's left ventricular (lv) lead caused slight phrenic nerve stimulation. Follow up was conducted to no avail. Both leads are still in use. No further patient complications have been reported as a result of this event.